Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10feb2020.

Event description:
The customer reported that the ventilator had no return volume, low leak co2 rebreathing risk, and failed pressure accuracy test during pvt (performance verification test). There was no patient involvement.